Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. The product is expected to be returned for add'l testing. Add'l info will be submitted upon 30 days of receipt.

Event description:
The pt was admitted for a procedure on the event date, with a lesion in the left anterior descending branch. The lesion was de novo and moderately calcified with 85% stenosis. A 3.0 x 18 mm cypher select plus stent crossed the lesion, however, it would not inflate. It was noted that there was leakage from the hub of the stent because it was fractured. The procedure was successfully completed with another cypher. There was no pt injury reported.